Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. Additional information has been requested. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A surgeon reported mild epithelial ingrowth at inferior edge of flap in a patient's right eye 3 months 21 days post lasik. Patient is asymptomatic. Additional information has been requested.